Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos along with two physical samples from reported lot 2401034 have been provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The samples underwent these same tests and found one syringe was slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. A device history review was performed for the reported lot 2401034, finding one annotation related to the reported incident. During the siliconization process, dispensing time was reduced in one of the dispensers, indicating the silicone level was outside normal limits. Retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the sample evaluation and our quality team's investigation, the root cause of this event is related to the incident found during manufacturing with the silicone dispenser, indicating silicone content was likely above specified limits. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..

Event description:
A greasy substance on the pestle. We have a complaint about the 50ml plastipak syringe with ref:( B)(4) and lot number: 2401034. There is a greasy substance on the plunger of the syringe which also comes off the plunger as a drop when the plunger is withdrawn. Customer replied on (B)(6) 2024, ( (B)(6) ). I think we're emailing in a circle. Pr (B)(4) comes with lot number 2401134 . As far as I know, I have sent you two syringes of that lot number. If there was a different lot number, I can say that it ended up there by mistake. Nor can I tell you how they came about and why. Hope to have given you enough information. If the final report of complaint pr (B)(4) with lot number is 2401134 known, please send it to me so that I can add it to the file.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
A greasy substance on the pestle. We have a complaint about the 50ml plastipak syringe with ref: 300865 and lot number: 2401034. There is a greasy substance on the plunger of the syringe which also comes off the plunger as a drop when the plunger is withdrawn.